Manufacturer narrative:
Investigation found that the pump delivered over by 5%. The pump was calibrated to resolve the issue.

Event description:
Customer stated that the pump tested at 9.9mg, it over delivered at 10.41 mg. There was no patient involved.